Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced scrotal pain, infection, swelling, irritation and the presence of pus in an open wound located just above the pump site. The physician treated the wound with irrigating saline and chlorhexidine. As a result, the device was explanted and replaced with a malleable prosthesis to maintain space. No device issues and further patient complications have been reported.

Manufacturer narrative:
D4: concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection, pain, purulent discharge, irritation, dehiscence and swelling are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.